Event description:
Procedure: laparoscopic hernia repair. Reportedly, during the procedure, the balloon ruptured resulting in pieces of the balloon falling in the patient cavity. The pieces were retrieved without difficulty. No patient injury reported.